Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, severe vaginal and bladder infections, vaginal bleeding, urinary leakage, pain, difficulty making bowel movements, constant pain and pressure in lower abdominal region, and excruciating pain during intercourse. No further information has been provided.